Manufacturer narrative:
This is one of two reports submitted for the same event. Please see manufacturer's reference case: (B)(4). The exact event date is unknown. The catalog and lot number is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two (2) unknown precise self-expanding stent (ses) was used in patient; the first was as a bailout stent for a long dissection. The second unknown precise ses was placed; however, it was not delivered, and the patient expired. The patient came in as a stroke and was found to have a dissected carotid artery. The physician states there was not an issue with the stent itself. It just ended right at a kink in the cervical internal carotid artery (ica) and could not get into it again to place a second stent further proximal. It was a dissection along the entire cervical ica causing a stroke. The devices were stored as per labeling and was opened in a sterile field. The device will not be returned for evaluation.

Manufacturer narrative:
This is one of two reports submitted for the same event. Please reference MFR report #: 9616099-2021-04290 complaint conclusion: two (2) unknown precise self-expanding stents (ses) were used in patient. The first was as a bailout stent for a long dissection. The second unknown precise ses was placed; however, it was not delivered, and the patient expired. The patient came in as a stroke and was found to have a dissected carotid artery. The physician stated it was not an issue with the stent itself. It just ended right at a kink in the cervical internal carotid artery (ica). The physician could not get it into it again to place a second stent, further proximal. There was a dissection along the entire cervical internal carotid artery (ica) causing a stroke. The devices were stored as per labeling and were opened in a sterile field. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. It is difficult to draw a clinical conclusion between the devices and the events based on the information available. However, it is probable that procedural factors such as an active dissection of the entire cervical carotid artery (ica) may have led to the reported adverse event of death. It is reasonable to suggest that it may be improbable that the stent placed during an active dissection of the entire cervical carotid artery led to the patient¿s death. However, embolic stroke is a well-documented potential complication of carotid artery interventions and is listed in the IFU as such. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke. In this case, the patient was being treated for an active stroke ( the patient came in as a stroke and was found to have a dissected carotid artery) versus performing an intervention to prevent a future stroke. There is no evidence that manufacturing issues contributed to the events. Review of the information suggests that patient, pharmaceutical, vessel and procedural factors may have contributed to the reported events.